Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt the pace-sense portion of the right ventricular lead had sensing difficulty and there was undersensing. The pace-sense portion of the lead was capped and replaced and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.